Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs pgvl video monitor; catalog: 0231-0003. Sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor with baton 3-4, there was a loose connection, and when the cable was moved, the image would disappear. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.